Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument experienced "level sense" errors, and there was fluid on the drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the reagent probe dripped from the wash collar. Fse removed and replaced the wash collar valves for both probe a and b. This resolved the issue and no further leaks were reported. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).